Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump is experiencing sensor glucose and blood glucose value differences above the normal range. At the time of the report her blood glucose level was 89 mg/dl and the sensor glucose read 54 mg/dl. The customer reported he received an alarm. The customer was able to clear the alarm. No product is being returned. Nothing further to report.